Event description:
Reporter stated that the device appears to have melted and burned. No operator injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.